Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter leaked blood during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "when using this pvk, nurses state that when you have received a blood answer, fix the pvk with the bandage and then pull out the mandible a little bit so it starts to bleed directly from the entrance. When using pvk from bd, which we used before, you could do that step without spilling blood."

Manufacturer narrative:
H.6. Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter leaked blood during use. The following information was provided by the initial reporter, translated from swedish to english: "when using this pvk, nurses state that when you have received a blood answer, fix the pvk with the bandage and then pull out the mandible a little bit so it starts to bleed directly from the entrance. When using pvk from bd, which we used before, you could do that step without spilling blood.".